Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer reported alarm light emitting diode (led) failed. The unit was not in use and there was no patient or user harm.

Manufacturer narrative:
G4: 02nov2020, b4: 02nov2020. The remote service engineer (rse) confirmed the issue. The (rse) recommended ordering and replacing power switch overlay. The customer has advised to close the case and will call back if they have any additional questions. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.